Manufacturer narrative:
A ge service representative performed an onsite investigation. The representative evaluated that there was no image displayed because the filament was not heating and the monoblock was faulty. However, no conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that there was no image displayed on the system's monitor. No patient injury was reported.